Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and it was reported that the hemostatic valve dislodged from the hub. The valve was attached back to the hub and the procedure was completed without patient's consequence. The physician believed the issue to be friction related. Additional information was received on august 21, 2019, and it was reported that the hemostatic valve did not break into two or more pieces. The physician stated that the hemostatic valve popped off when he pulled the catheter back too quickly from the sheath. The patient is fully recovered with no residual effects and extended hospitalization was not required. The issue of the hemostatic valve separation was assessed as a reportable issue.